Manufacturer narrative:
(B)(4). Per field service representative (fsr) he was at the user facility performing preventive maintenance when he discovered the suspect unit with a note on it. He is returning the suspect unit to the manufacturer for evaluation.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the pumps display went blank. The pump was controlled through the central control monitor (ccm). The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The field service representative (fsr) replaced the roller pump. The unit operated to the manufacturer's specifications. The suspect unit was returned to the manufacturer for evaluation.

Event description:
Per clinical review: during a bypass procedure on (B)(6) 2018, the perfusion team had the local display go out on the roller pump. They were able to control the flow on that pump from the local control knobs, along with the central control monitor (ccm), and were able to read the actual flow on the ccm. The team exchanged the unit with an additional unit after the procedure finished. The incident did not delay the continuation of the surgical procedure. There was no blood loss or harm associated with the event.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) was unable to duplicate the reported complaint. He observed the pump to function properly with no loss of display throughout the evaluation.

Manufacturer narrative:
The reported complaint could not be confirmed. Per data log analysis, the pump log did not have any events to indicate why the display went blank. It is possible the display went blank and did not log anything. Usually this would be related to the small display assembly or a connection to it. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.